Event description:
A customer contacted the baxter technical service center regarding a system error 2240 during drain 1 while using the homechoice system. The service representative (tsr) explained the alarm. The home patient (hp) stated she disconnected from the machine, but was not connected now. The tsr had the hp close the clamps and cycle power to clear the 2240 and 2367 alarms. The tsr advised to discard the supplies. In 2009, the hp's nurse was contacted, and it was learned that the hp had peritonitis. On the following day, information on the peritonitis was obtained. The date of diagnosis was thirteen days prior. The hp experienced abdominal pain and had cloudy fluid. There was no exit site or tunnel infection nor was the nurse aware of a break in aseptic technique. The nurse did not have any input to the cause of the peritonitis. The hp was treated with cefazolin 1g from the same day until the following eight days, fortaz 1g for three weeks, and vancomycin for two weeks. On the day of diagnosis, it was noted that there was some blood in the drain bag. This was a couple of days prior to the hp's menstrual period. No blood has since been seen in the drain bag. As of the same month, the hp was still recovering from the peritonitis. Additional information was received 04may09: the patient clarified that after she had disconnected from the device, she did not reconnect to the device and she went to sleep.

Manufacturer narrative:
The cassette was discarded, and is not available for evaluation.